Event description:
Sorin group (B)(4) received a report that, during training with a test circuit, the bubble detector did not detect a small ,but visible bubble. It was also reported that the sensor worked for a large bubble. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. The manufacture date will be provided when available. Sorin group (B)(4) manufactures the s3 bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during training with a test circuit, the bubble detector did not detect a small, but visible bubble. It was also reported that the sensor worked for a large bubble. There was no patient involvement. The bubble sensor has been sent to sorin group (B)(4) for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.